Event description:
I had saline breast implants put in (B)(6) 1998 and since then I have had a long, strange series of health problems. I also got pregnant with my fifth child in (B)(6) 2002 and gave birth to her on (B)(6) 2003. She is the only one of my children I had the implants with and she also has strange illnesses. I had to have an unexplained complete hysterectomy in (B)(6) 2007, then had gallbladder removed in 2009. Now I have mold growing throughout my body and eating sores thru my face. I have been to several doctors and specialist, only to be told they are stumped and nobody can seem to help me. I am deathly ill and my right implant has recently started migrating to my armpit and shoulder blade making it hard to lay down and sleep because its cold and damp to touch my skin and I feel like I am going to drown when I lay down. My (B)(6) daughter started getting bad headaches when she was still a toddler. She has been rocking since she could sit up and sways back and forth when standing. She started developing breast and started menstruating when she was (B)(6). She has chronic stomachaches and vomiting, chronic headaches, tremors since she was a newborn, constant fatigue.